Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a non inflating device due to fluid loss in the system. A replacement surgery was performed, during which the physician stated being uncertain about the location of the fluid loss. The device was explanted and replaced. There were no patient complications.